Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the ilet delivered approximately 2.9 units of insulin in response to a rapid glucose rise observed on cgm from 113 mg/dl to 163 mg/dl, followed by a downward trend culminating in a low reading of 59 mg/dl; the user had treated the low with fast-acting carbohydrates without a defined plan and later questioned why glucose rose quickly during sleep. Symptoms included hypoglycemia. Outcomes included return to target glucose range by the end of the call with no medical assistance or hospitalization reported. Investigation included review of cgm trend behavior, education on potential sensor-fingerstick disparities and compression effects, and discussion that target adjustments should be managed by training staff or a healthcare professional. Investigation of this case revealed that the device appeared to respond as designed to a rapid glucose increase seen on cgm, with subsequent insulin delivery plausibly contributing to the later low in the context of unquantified carbohydrate intake and possible cgm variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.